Event description:
Reporter indicated that vns pt has complained of feeling light-headed and dizzy during stimulation since a recent increase in programmed device output current. It was reported that the pt passed out and fell as a result of the dizziness. Additionally, the pt reports moderate wheezing with stimulation ever since stimulation was initiated. The wheezing reportedly occurs particularly when the pt is leaning to one side. Treating neurologist indicated that the pt is doing fine and that the events are not related to the vns therapy. Neurologist indicated that the events are "positional" and coincidental and that forward bending the straining at the time of stimulation was a possible cause. No intervention is planned.